Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the telescope's eyepiece lens was damaged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damaged lens was caused by improper handling and application of excessive mechanical force, impact to the scope like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.